Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional information is received at a later time this report will be supplemented. Please cross reference MFR. Report # 2951238-2015-00405.

Event description:
Olympus was informed that a patient underwent a diagnostic colonoscopy procedure with a hot biopsy forcep and non olympus rotatable poly snare. There was no bleeding observed. The patient was stable and discharged home the same day. On (B)(6) 2015 the patient presented to the emergency room with complaints of abdominal pain, and constipation. The patient was again discharged home the same day. It was reported that the patient presented to the emergency room for a second time on (B)(6) 2015 and was admitted for observation due to extreme abdominal pain. A CT scan and an x-ray of the patient's abdominal region were performed for suspected bowel perforation and no anomalies were found. The facility was unable to find the source or control the patient's pain, so she was transferred to a different facility for care. On (B)(6) 2015 the patient was diagnosed with a perforation of the rectum and underwent an exploratory laparotomy with bowel perforation repair, appendectomy and colostomy placement. The intended procedure was completed with no complications. The patient is reportedly doing well. This two of two reports.